Event description:
The consumer reported that the patient's battery was implanted on (B)(6) 2016 and it was working fine before with just the leads and after the battery was implanted. Right after implant the patient was fine and had no accidents for a whole week. The patient went on a short trip and noticed they didn't have to pee and they tried to see how far they could stretch it out, but then flooded and this happened 3 times that day. The patient experienced a sudden loss or change of therapy and had 3 accidents on (B)(6) 2016. The patient started upping the voltage, but that had not helped at all. Overnight the patient went to the bathroom 6 times, which wasn't rare for them, but they were able to make it to the bathroom before being incontinent. The patient didn't feel stimulation, increased the amplitude to 4.2v, and still didn't feel stimulation. There were no trauma or falls that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.